Manufacturer narrative:
(B) (4). (B) (4).

Event description:
A set containing total parenteral nutrition (tpn) was found to be leaking from one of the ports during an infusion. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. The IV administration set has been requested for investigation, but not yet received to date.